Event description:
It was reported that a pt sustained first and second degree burns on her chest below the left nipple at the angle of her ribs after a lumbar spine and pelvis exam on a 3.0t discovery mr750. The size of the blister was .75" long. The pt was given silvadene cream, and her burn was protected by a dressing. The pt was referred to a plastic surgeon and provided antibiotics to minimize the scarring. The pt was being monitored using a veris medrad monitor, and had ECG lead cables in the spot where the burn occurred. The pt was not padded away from the bore or to prevent skin to skin contact.

Manufacturer narrative:
A ge healthcare local field team was dispatched to the customer site to obtain scan specific info and investigate the environment conditions. The investigation focused on four main areas: environmental: (including cooling equipment, pt air cooling plus the MFR scanner error log). Surface coils/accessories : (surface coil / ECG checks). System/ image quality: (system level testing to check for system failures). Pt monitoring: (pt alarm and rf safety monitor checks). Visual inspection and the test results for the MRI system show no issues that caused or contributed to the burn. The system was determined to be functioning within specs. The cause of the injury was user error since the pt was not padded away from the bore or to prevent skin to skin contact and looping. Also there was an ECG lead cable in contact with the pt during the scan that contributed to the injury. No further actions are planned at this time.